Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated his blood glucose kept going high and he could not figure out why. The customer then felt insulin on his leg and realized a leak was causing high blood glucose. The customer change the infusion set head set and tubing, then bolused to lower blood glucose. Customer confirmed the self-adhesive was not wet so he does not think the leak was occurring at the head set. The customer believes the leak originated at the connector connection. No adverse event reported. A request was made for the return of the device.